Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge; the metal and glass caps were still attached; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus; the outer flow tube exhibited signs of damage/melting at the open end area. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that after 50,000 joules of use during a prostate procedure and cleaning the surgical fiber, the output beam was observed to be off and the fiber cap was determined to be detached/loose. The fiber was replaced and the procedure completed using a second surgical fiber. Outcome: no patient injury reported.